Manufacturer narrative:
The customer's baton was connected to the customer's monitor and the monitor was powered on; no image showed on the screen at all. The customer's monitor was tested with a test baton; no issue was found. When the customer's baton was tested with a test ranger monitor, the baton failed. The customer's baton had a damaged video cable on the connector side and wires were exposed. No repair available. Baton needs to be replaced - returning to the customer. Monitor was charged, tested and certified. Returned to the customer.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger video baton 3-4, the display was flickering during the patient procedure and it was extremely distracting. The issue was likely the monitor as it occurred with multiple batons. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.